Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2024. According to the patient, on approximately, (B)(6) 2024, upon sensor removal, the sensor wire broke. The patient reported that the sensor wire remained under his skin and caused a skin infection. It was reported that the patient saw a specialist to have the retained sensor wire removed, however, the patient refused to provide dexcom with any further information. Therefore, the method of removal is unknown. Attempts to reach the patient for event follow-up were unsuccessful. The patient was ¿okay¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.